Manufacturer narrative:
PMA/510(k) # - k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the laser fibre had been placed into the working channel of the scope and the scope placed up inside the kidney where laser lithotripsy was performed. The clear tip of the laser fibre broke off during this procedure and was retrieved. A second fibre was opened to complete the case. After the case the scope passed it's leak test indicating there was no damage to the scope. The fibre was not kept in this instance. There was no unintended portion of the device left inside the patient's body. No additional procedure was required. There were no adverse effects to the patient as a result of this occurrence.

Event description:
Additional information received on 12mar2019. As reported, the reported issue caused an estimated 15 minutes delay time. No adverse effect to the patient.

Manufacturer narrative:
D11 ¿ concomitant device: hl30c, (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The complaint device was not returned. No photos have been provided. A device analysis was not able to be performed. A document based investigation was performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and trends. The device history record for lot number 8999836 showed no non-conformances related to the reported failure mode. A review of complaint records for the complaint device lot 8999836 revealed one additional complaint for a similar failure. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: ¿ extended lasing power. ¿ continuous lasing with fiber tip in contact with tissue. ¿ lasing with a contaminated or damaged proximal end. ¿ improper handling. ¿ poor laser beam alignment or focus. ¿ never subject fiber optics to sharp bends in handling, use or storage. ¿ always keep connector end dry and free from contaminates. ¿ discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. ¿ do not exceed power limits. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. Laser fibers are tested during manufacturing processes to assure the fiber is recognized and no failure codes are present. In addition, to assure no breaks are present along the fiber length and the green output from end of fiber creates a well-defined circle. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The complaint search revealed there is another complaint related to similar failure mode associated with lot number 899983. The related complaint is associated with same hospital (different surgeon) and event happened two days prior to this complaint. From provided information the investigation conclusion cannot be determined and any of aforementioned precautions may cause the fiber breakage. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was submitted.